Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the laptop ventilator 1150 failed during patient use. The device went auto cycling while on a patient. No patient harm was noted. Vent switched out with no problem occurrence. Issue did not reoccur with new vent.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding vent was auto-cycling while on a patient. The reported complaint was confirmed and duplicated. This is isolated peep pilot pressure transducer on analog pcba. Visually inspected uut (unit under test) assembly, there was a visible defect on pigtail power cord with no exposed wires found. The utt was powered on vent maintenance allowing the vent to warm up at nominal settings for one hour in servo mode before performance checkout test. With costumer settings in pressure mode and after 40 minutes the utt started alarming auto-cycling with a frequency 22 bpm. Then, disassembled the unit by removing all covers to thoroughly inspect internal pcb's, cables, tubing's, and connectors. Checked high- and low-pressure sense lines which were correctly attached and securely seated at both the utt and wye ends. Performed an auto zero under xdcr zero, the utt passed. Recalibrated the utt using chapter 6 maintenance & calibration and found peep pilot pressure transducer to be unresponsive to pressure changes, the utt failed calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.